Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation was shocking the patient and would like instructions on how to turn it down. No troubleshooting could be done due to lack of access to the product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and it was reported that the patient felt a shocking sensation. There were no falls related to this issue. It was reported that the amplitude was decreased from 5.5v to 1.0v and was at a comfortable level. Decreasing the amplitude eliminated the uncomfortable stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.